Event description:
It was reported by the pt that she developed a corneal ulcer following contact lenses wear. Unspecified eye drops were prescribed. It is noted that there was redness and corneal staining. No permanent scarring was noted. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Product from the same lot number was returned for eval and found to be unverifiable due to being expired product. Retained product from the same lot was evaluated and all testing was found to be within spec. There were no non-conformities or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).